Event description:
It was reported that this pacemaker exhibited signal artifact monitor (sam) episodes and high impedances measurements measuring greater than 3,000 ohms. The patient had an orthopedic surgery without device protection and then oversensing of vm sensor occurred and device appropriately deactivated sensor driven rates to avoid inappropriate pacing. Boston scientific representative stated that the out-of-range impedance measurements occurred during the application of the electric scalpel during surgery. Technical services (ts) reviewed and stated that there was atrial undersensing noted during some rythmiq episodes and atrial intrinsic amplitudes were out of range. Ts recommended increasing the atrial sensitivity to 0.5 mv at the next check-up. This device remains in service. No adverse patient effects were reported.